Event description:
It was reported that during reprocessing of a monopolar curved scissors instrument, it was dull. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. The instrument was placed on a system for a latex cut test. The scissors did not cut cleanly through .006 of latex. The latex got snagged at the scissor tips. The blade edges were not damaged but the edges exhibited wear at the instrument tips, negatively affecting cut performance. Electrical continuity testing was performed and passed. Additional observations not reported were pad printing removal, damaged main tube, and the flush tube. The instrument tube extension exhibited material removed but the tube was not broken or cracked. Evidence not conclusive, but the pad printing removed was likely due to improper cleaning. The distal end of the main tube had scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. Engineering concluded the damage was likely due to mishandling. The housing was removed and the flush tube was found kinked at two different locations, near the luer plate and near the top chassis. No other damage was found. The cleaning and sterilization user manual specifically states: when scrubbing the tip of cautery instruments, take care not to damage the insulation. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.